Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the hospital with incisional drainage, and the device was eroding through the skin. The device system was explanted. There were no additional adverse effects reported.